Event description:
Handpiece became hot and then received error message 'stalled'. The patient was on the table while they waited for another unit to arrive from a nearby hospital. There was a one hour delay while waiting for another unit. Handpiece did arrive and case was completed without any problems.

Manufacturer narrative:
There was so much corrosion in the housing that both the motor and the cord could not be removed. Unit is over 1 1/2 yrs old and has never been serviced. Conclusion: normal wear and tear on motor.